Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted along with cytoscopy. Following implantation the patient experienced pain, infection, urinary/bowel problems and dyspareunia. (B)(4) ¿ urinary/bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency and hematuria.